Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the stent delivery system was able to be confirmed. Based on a visual, dimensional, and functional inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a distal to mid circumflex coronary artery stenting procedure, after successfully ballooning and stenting the lesions, while attempting to remove the xience xpedition stent delivery system from the wire, the devices became stuck together. They were successfully removed as one unit. The patient was re-wired and the stent was post-dilated with a non-abbott balloon. There was no adverse sequela and no clinically significant delay in procedure. There was no additional information provided.